Manufacturer narrative:
Correction to the previously reported information: the manufacturer received information alleging severe arthritis, unable to detach the humidifier chamber on a ds2adv auto CPAP device. There was no serious patient harm or injury. Medical intervention was not specified. Based on the information available at this time of investigation, it was found that the reported allegation of severe arthritis, unable to detach the humidifier chamber was against a device which is not part of the recall. No death. No serious harm or injury was reported. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation or would be likely to recur if the product allegation was to recur. No evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.

Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of clicking sound. There was no report of serious injury or harm. There is no medical intervention was specified. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of dexterity issues due to severe arthritis, unable to detach the humidifier chamber. There was no report of serious injury or harm. There is no medical intervention was specified. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In section h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated in this report.